Manufacturer narrative:
Gehc surgery field service engineer cleaned candlesticks and regreased same. Ran filament calibrations. All passed with no errors. System is operating as intended.

Event description:
Customer reported few days ago: popping noise. Unsure where noise came from . System stopped working after popping. System was at 70% heat units. The 5/1: cathode candlestick grease had evaporated away from hi heat use.